Event description:
It was reported that during a lap chole, the back from the tip of the device's coating appeared sheared away. The surgeon then opened a medtronic hook to complete the procedure. The surgeon concerned to get all remnants out of patient. The surgery was delayed 7 minutes and the case was successfully completed with no patient consequences. There were fragments generated but they were easily removed without additional intervention.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2022. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2022. Photo analysis: this is an evaluation of an image sent by the account. Image: two electrodes can be seen, the insulation is cut, but it seems to still be present. Image: img_2031_(1), a closer view of two electrodes can be seen, the insulation is cut, but it seems to still be present. No conclusion could be reached as to how this issue occurred through photo analysis. Because the instrument was not returned our evaluation is limited.